Event description:
It was reported that when attempting to dilate inside a previously placed stent, the distal tip and balloon of the catheter broke off indwelling the patient. The catheter & sheath were removed and replaced to complete the procedure with improved flow rate noted. The location and removal of the indwelling piece has not been reported. No further complications reported.